Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support is sticking out. Customer did not recall blood glucose level at the time of incident. Troubleshooting was performed. Customer stated the insulin pump was not dropped. Customer also reported reservoir being taped since it was damaged. Customer was advised to ensure they are disconnected from the pump and to make sure to treat as per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.